Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found broken o-ring on console helium connector. To fix the issue, the fse replaced the o-ring, during the evaluation for the reported issue, the getinge field service engineer (fse) observed that the doppler tether was not retracting. The fse replaced the doppler tether assembly. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: g1(contact person -- mfg site).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. The fse found broken o-ring on console helium connector. To fix the issue, the fse replaced the o-ring, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a helium leak. The unit was swapped out with another to continue therapy. No patient harm, serious injury or adverse event was reported.